Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated troponin (access accutni) results, within the risk stratification range, were generated by access 2 immunoassay system for two patients. Repeat testing on the same instrument produced a similar result, but testing by an alternate method produced lower results within the normal reference range for both patients. The initial results were only verbally related to the physician. The re-assayed and verified results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Field service engineer (fse) visited the customer's site on (B)(4) 2012. The fse observed a faulty aspirate probe that was not properly aspirating. The fse replaced the aspirate probes and the aspirate probe tubing. The fse also replaced some additional parts including mixer-spinner assemblies, pinch roller, mixer motor belt, and the substrate probe. The fse verified hardware operation after all repairs were complete. Although hardware issues were addressed at the time of service, it could not be determined if the hardware issues caused the erroneous results. The cause of this event is unknown and could not be determined based on the supplied information.